Event description:
The patient had a lap sterilization using company trocar with a filche clip applicator. The procedure went well and then the patient was scanned to show them where the clips were. This is when they noticed the trocar seal was in the patient. The patient was made aware of this and had to go back to theatre for a second general anaesthetic and have it removed which was done without any adverse effect. A considerable amount of extra time and risk was involved due to the patient having to be called back to theatre a second time. One device returning.